Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced intermittent elevated blood glucose levels reaching over 400 mg/dl, and moderate levels of ketones. Customer delivered boluses and manual injections for continued insulin therapy. Recommendation was made to discuss diabetes management with customer's health care professional.